Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving an alert for high, out of range, pacing lead impedance. There was only one recorded out of range measurement and all in-clinic measurements were normal. The patient will be monitored remotely.